Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 39mg/dl resulting in the customer having a seizure and becoming unconscious. Reportedly, the pump battery had almost fully depleted and the basal iq technology had stopped working resulting in the pump not suspending insulin delivery. The customer was treated in the hospital with a breathing tube, feeding tube, nasogastric (ng) tube, intravenous therapy and potentially more treatment that the customer could not recall; customer did not provide the type of intravenous therapy received at the time of the event. At the time of the report, the customer had not sustained any permanent damage and remained in the hospital. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.